Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was admitted to the hospital for the reported event and discharged three days later. The treatment for the peritonitis, actions taken with pd therapy and the outcome of this event were not reported. No additional information is available.